Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument for failure analysis. The instrument was analyzed and found to have the plastic proximal clevis broken with no missing piece. Further inspection found damage of the conductor wire¿s insulation. The conductor wire's insulation was found nicked at distal yaw pulley with exposed internal wire. No thermal damage was observed. The instrument passed electrical continuity test. Furthermore, the instrument was found to have scratch marks/abrasions on the face and edges of the distal clevis. The instrument was found to have a bent banana plug at the back end of the housing. The instrument was found to have indentations/burrs on the edge of the distal idler pulleys. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the permanent cautery hook (pch) instrument was not recognized. The user completed the planned procedure using a backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.